Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored episodes. Additionally, the right ventricular (rv) lead had rising thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.